Manufacturer narrative:
Additional information: the stent dislodged/displaced from the balloon inside the guide catheter. The lesion had normal vessel tortuosity, with the presence of calcium and 80% stenosis and was located in the proximal 1/3 of the first diagonal artery. No difficulty was noted when removing the protective sheath/stylette. The device was inspected before use with no issues noted. Negative prep was performed. The lesion was pre-dilated. No resistance was noted as the device advanced to the lesion. The device did not pass through a previously implanted stent. The inflation device remained at neutral pressure during device delivery. No guide extension or micro catheter used. The stent did not interact with any accessory device. The dislodged stent was removed together with the guidewire and guide catheter system. B7. Relevant history medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Please note that this device (onyx trucor) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (resolute onyx). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure an attempt was made to use one onyx trucor coronary drug eluting stent when the stent dislodged from the balloon before reaching the site of the stenosis. No patient complications were reported as a result of this event.